Event description:
Post-operative complications. Patient complained of blurred vision 3 weeks after implantation. Original implant date was (B)(6) 2021. The original procedure was not complicated in any way and the orientation of the lens was not changed. The lens was exchanged on (B)(6) 2021 for 18.0 diopter power. The lens exchange was caused by the patient wanting better distance vision. The outcome is good. 12-apr-2021: additional information received from customer: as noted below: the surgeon does not believe this is device related. The iol exchange occurred because the patient wanted better distance vision, so they explanted and exchanged for a different diopter.

Manufacturer narrative:
This follow-up #3 emdr is being submitted to FDA for a reportable adverse event that occurred in the USA. The report includes corrected information and additional information not available/included in the initial and follow-up #1 and #2 reports. Corrected information: d9 - device available for evaluation - corrected to yes. H3 - device evaluated by manufacturer: - corrected to yes. Additional information: g6 - type of report - noted as follow-up #3. The product was returned to the manufacturer. The investigation was reviewed, as noted below. The product was returned as of 25 may 2021. The physical unit (lens only) was received on 25-may-2021. Iol was cut into 2 pieces for explantation. The investigation results will not be changed as we agreed with the surgeon's assessment that this case was not related to product quality.

Manufacturer narrative:
This follow-up #2 emdr is being submitted to FDA for a reportable adverse event that occurred in the USA. The report includes additional information not available/included in the initial and follow-up #1 reports. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product has not been returned as of (B)(6) 2021. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 230). In addition, research in our complaint database indicated there were not any similar complaints for the same production lot numbers. From the available information, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Post-operative complications. Patient complained of blurred vision 3 weeks after implantation. Original implant date was (B)(6) 2021. The original procedure was not complicated in any way and the orientation of the lens was not changed. The lens was exchanged on (B)(6) 2021 for 18.0 diopter power. The lens exchange was caused by the patient wanting better distance vision. The outcome is good. 12-apr-2021: additional information received from customer: as noted below: the surgeon does not believe this is device related. The iol exchange occurred because the patient wanted better distance vision, so they explanted and exchanged for a different diopter.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred in the USA. The report includes corrected / additional information not available / included in the initial report as noted below. B5 - complaint description - corrected to add follow-up information received on 12-apr-2021 that: the surgeon does not believe this is device related. The iol exchange occurred because the patient wanted better distance vision, so they explanted and exchanged for a different diopter. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, an additional follow-up #2 report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Post-operative complications. Patient complained of blurred vision 3 weeks after implantation. Original implant date was (B)(6) 2021. The original procedure was not complicated in any way and the orientation of the lens was not changed. The lens was exchanged on (B)(6) 2021 for 18.0 diopter power. The lens exchange was caused by the patient wanting better distance vision. The outcome is good. 12-apr-2021: additional information received from customer - as noted below: the surgeon does not believe this is device related. The iol exchange occurred because the patient wanted better distance vision, so they explanted and exchanged for a different diopter.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable adverse event that occurred in the USA. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Post-operative complications. Patient complained of blurred vision 3 weeks after implantation. Original implant date was (B)(6) 2021. The original procedure was not complicated in any way and the orientation of the lens was not changed. The lens was exchanged on (B)(6) 2021 for 18.0 diopter power. The lens exchange was caused by the patient wanting better distance vision. The outcome is good.